Event description:
Note: this report pertains to the two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii access & delivery catheter were used in the common bile duct and common hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the image from the two spyscope ds ii became discolored. It was due to water entering the scopes where there is a change in diameter in the distal end. It begins with images being cut off intermittently and then completely blacked-out or lost in transmission. It was reported that the image from the first spyscope ds ii was lost approximately 10 minutes into the procedure and the second spyscope ds ii was lost approximately 5 minutes into the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).